Event description:
Pt was admitted to the emergency room. The pt responded that they were a diabetic, so their blood glucose was taken on the suspect device. Their blood glucose was 161 mg/dl. Within 30 minutes to 1 hour, the lab result came back and it was 500 mg/dl. The pt was admitted to the hospital to stabilize their blood glucose.